Event description:
The caller alleged discrepant results when compared with the lab. Pt #1 inratio >7.5, >7.5 lab 4.4. Pt #2 inratio 4.3, lab 2.7. Add'l strips sent to the customer for a parallel study.

Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: pt.#1 inratio are >7.5 and >7.5, lab 4.4. Pt. #2: inratio 4.3 and lab 2.7. Additional strips sent to the customer for a parallel study.